Event description:
It was reported " on (B)(6) 2025, the doctor found the pinch clamp does not occlude during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one open hemodialysis kit including a connector assembly and attached molded compression fitting for analysis. No obvious signs of use were observed. Visual analysis revealed significant deformation of the top portion of the arterial pinch clamp. No other defects or anomalies were observed. R & d and manufacturing were contacted as part of this complaint investigation. It was indicated that this kind of damage could occur any time the clamp is being handled, particularly when the clamp is being closed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped catheters in venous puncture site. Examine catheter and extension lines before and after each treatment for any signs of damage." The customer complaint of a pinch clamp unable to occlude was confirmed through investigation of the returned sample. Visual analysis revealed deformation of the arterial pinch clamp. Based on the customer report and the sample received, the most likely root cause is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported (B)(6) 2025, the doctor found the pinch clamp does not occlude during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condtion is reported as "fine".